Event description:
After using the freestyle libre continuous glucose monitor, I developed severe contact dermatitis which required treatment with triamcinolone 0.025% cream to resolve. FDA safety report ID# (B)(4).